Event description:
(B) (4) received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary developed an e coli infection following the implant. It was reported that this patient developed multiple infections. This patient was subsequently evaluated in the emergency room due to multiple shocks. It was reported that the device was reprogrammed and the patient had not received any more shocks. This patient later experienced cardiac arrest and had passed away. It is unclear if the reported event date is the date the infection was first discovered, the date of the patient visit to the emergency room or the date of patient death.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc. Were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.